Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device passed functional testing without duplicating the reported issue; internal inspection revealed no abnormalities. The multifunction cable was stress tested and passed successfully. No fault was found with the device and the returned accessories. Review of the event logs showed intermittent connection advisories. When pads were detected and patient impedance identified, ECG traces were displayed appropriately. The device was recertified and returned to the customer. No trend is associated with reports of this type.